Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device is not being returned, it was discarded and therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4)-incomplete. Depuy synthes has been informed that the lot number is not available. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Associated medwatch: 1221934-2018-51575.

Event description:
It was reported by the sales rep that during an acl procedure that the customer's biointrafix 7-9mm tapered screw broke in half about 2/3 of the way while being inserted. The surgeon could not remove the fragment, and had to supplement with a screw and washer to complete the procedure. The sales rep was not present, but stated the graft and tunnel size was 9, and the tensioner was used prior to insertion, but could not verify if the anti-rotation tab was at the 3 or 9 o' clock position. Also he could not verify the cortical or cancellous bone type. This procedure was extended for only a few minutes.